Event description:
On (B)(6) 2012 customer reported that they noticed a clear liquid leak (< 1cc) under the front of the act diff instrument on counter. Customer stated that they suspected the baths overflowed. Customer also stated that the controls and one patient sample was low. Printouts were requested, but are no longer available and customer did not provide details regarding the low sample. Customer did state that the discrepant results were not reported out of the laboratory. There was no affect to patient treatment or diagnosis. Customer also stated that they performed the bleach procedure several times on the instrument to resolve the issue. Field service engineer (fse) inspected the instrument and could find no residue of a leak in the instrument. Fse ran multiple startups and blank samples with no sign of any leaks. Controls run were all within specifications. Fse also performed preventative maintenance. There was no sign of any leaks. The failure mode could not be identified, however, the customer's bleach procedure may have remedied the issue. No further issues were reported.

Manufacturer narrative:
Fse ran multiple startups and blank samples with no sign of any leaks. Controls run were all within specifications. Fse also performed preventative maintenance. The failure mode could not be identified, however, the customer's bleach procedure may have remedied the issue.